Event description:
It was reported that balloon tear occurred. The target lesion was located in a shunt in the forearm vessel. A 5.0mmx20mmx40cm sterling balloon catheter was advanced for dilation. However, blood was pulled into the indeflator during deflation. The procedure was completed with another of the same device. No patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was damage to the inner shaft 16.6cm from the tip. There was a hole in the damaged area. The damage was consistent with an interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon tear occurred. The target lesion was located in a shunt in the forearm vessel. A 5.0mm x 20mm x 40cm sterling balloon catheter was advanced for dilation. However, blood was pulled into the indeflator during deflation. The procedure was completed with another of the same device. No patient complications nor injuries reported.